Event description:
It was reported the endoscope reprocessor water filter, was not replaced at the appropriate interval, and the washed endoscope was used on a patient. There were no reports of patient or user harm as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: g1 (email), h2, h6, h11 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected by handling the product in accordance with the following IFU: oer-4 instruction operation manual "7.2 replacing the water filter (maj-2318)." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.